Event description:
Customer reported false negative human chorionic gonadotropin (hcg) result on the instrument. Customer indicated that patient was 15 weeks pregnant. There was no report of injury due to this event.

Manufacturer narrative:
Siemens unable to investigate this issue further as the customer will not be returning material for investigation. Customer indicated that they have not had any further issues and do not want any further support. The cause for the discordant false negative human chorionic gonadotropin (hcg) result is unknown.